Event description:
Related manufacturer reference number: 2017865-2022-19627. It was reported that the right ventricle lead exhibited cardiac perforation. The right ventricle lead was repositioned on (B)(6) 2022. While connecting the right ventricle lead back to the header of the implantable cardioverter defibrillator, the setscrew could not be tightened. The implantable cardioverter defibrillator was explanted and replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of connection anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the atrial septum was damaged and contained septum material inside the hex cavity. The ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity and the stripped set screw prevented full engagement of the torque driver with the set screws and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.